Event description:
During surgery on an elderly woman with a 2-3+ cataract the senior resident surgeon experienced an incision burn using a mst .7mm packard paco tip. A penetrating keratoplasty was later performed to relieve the resulting tight wound and reduce astigmatism.